Event description:
It was reported that the device was used during a laparoscopic colon procedure, both devices were double feeding and scissoring. The case was completed with another device with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.